Event description:
It was reported that the colonovideoscope screen becomes noised. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image error e315. Based on the results of the investigation, the probable root cause is a bad universal cord cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.